Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay performed on two patients on unknown dates. This report addresses consumer test one (1) of two (2) . The costomer reported a false positive result with ID now covid-19 performed on a unknown date using nasopharyngeal sample. Confirmation testing was performed (platform: rt-pcr) using nasopharyngeal sample and generated a negative result the customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation or vigilance reporting. Reference MFR number : 1221359-2022-04452.